Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm and no frozen display during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported that the insulin pump's display froze after being exposed to water. Customer's mother reported that she removed the battery, then received a battery out limit. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller stated that the keypad became unresponsive. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.